Event description:
Over past week or so, the or noticed 4 surgical probe covers that have pin holes. Four drapes were saved, 3 patient information available (4th drape came with no patient information). Lot numbers on 2 cases can be confirmed as same and the 3rd has a different lot number. Reference numbers same on three (a fourth drape does not have any manufacturer/device information). This device was noted to have blood seepage into probe; it is believed that the probe touched patient's skin due to small size of hole.